Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact noticed that the customer's cartridge tubing above the luer was slightly discolored. Contact also noted that the customer's blood glucose levels had been elevated up to 400 (mg/dl) all day. Contact indicated that the customer would deliver an insulin injection to treat their bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Contact indicated the customer would change their supplies.